Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Disinfectant solution used for this device expired too soon. The user facility checks the concentration level of the solution every time they run the oer-4. The customer alleged that the disinfectant solution expired after using only 10 to 15 reprocessing cycles. There was a possibility that their scopes might have not been reprocessed properly. There was no patient injury report related to the event, including infections.